Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer stated that the tubing and reservoir connection may or may not have been connected properly. Both o-rings were visible and in place. The customer also reported a blood glucose reading of 409 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.